Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged his scs ipg in approximately five months. A company representative met with the patient and confirmed the patient's ipg was inoperable. Subsequently, the patient's scs system was removed.